Event description:
Received an electronic report of a pt who coded, needed intubation, was placed on ventilator and required 2 mins of CPR. The rn mgr of this unit was contacted multi;le times and received a verbal report in 2006. It was reported by the rn mgr that the pt was admitted to the hosp iwth a diagnosis of poorly healing gangrene on both extremities. The pt required ada at that time for both extremities and had a bka priro. The pt is also a dialysis pt, and was given dialysis while in the hosp. For this episode, it was reported by the rn mgr that the pt was on dialysis and was heparin free due to severe anemia. This event occurred at the end of dialysis treatment. This dialysis treatment was extended because this pt was also given a transfusion of blood due to a very low hct. The rn who was providing care for the pt at the time of this event, had been with another pt but was only away for 1 min. When she returned, the rn had noted a pool of blood on the floor and she dripping from the blood tubing connection to the arterial end of diayzer. The blood flow rate at the time of this event was 400. The pt was extubated in 2006 and transferred to the regular med flr in 2006 but it was reported the pt had later died. The rn mgr had stated the death was not the fault of the diayzer. Also that the death was not a result of this incident. The rn mgr is not sure of the date of death. The pt was receiving IV vancomycin for gangrene.